Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had bolus not delivered alarm. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that the insulin pump had hardware low level failures and the motor arm cannot communicate with the main arm. Customer was able to clear the alarm and able to complete insulin pump rewind. The customer also stated that customer performed the self test and able to passed the test. The insulin pump will not be returned for analysis.